Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostatasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after no unspecified procedure. Reportedly, the device failed. The device was removed and hemostasis was achieved using manual compression. There were no reported averse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.